Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's left ventricular (lv) lead was found lost capture. X-ray imaging confirmed lv lead dislodgement. The lv lead was explanted and replaced on (B)(6) 2022. The patient is recovering and reported no adverse symptoms.

Manufacturer narrative:
Correction: h6: codes should reflect device not being returned.